Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Device was evaluated by stryker field service technician on (B)(6) 2011 at the location. The manufacture date of the device was unknown at the time of this report. Evaluation summary: this malfunction was reported by biomed at the account site. Biomed notified stryker's account representative that the light would not come on. Upon investigation, it was discovered the keeper clip was missing from the light head. The keeper clip is what holds the light head to the spring arm assembly and if this is missing, there is the potential for the light to malfunction as well as for the light head to fall. But in this instance the light did not fall. This type of event has been previously documented.

Event description:
(B)(4). It was reported that a visum 300 surgical light on roll stand will not turn on. Swapped bulbs and light handles with another light and issue remained with light head. Need to have tech troubleshoot.